Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred during use in patient who underwent an initial tlif surgery at one intervertebral disc on l5/s1 on (B)(6) 2020 for the diagnosis of spondylolisthesis. It was reported that the cage backed out which caused pain in the legs and numbness for the patient and the screws loosened.. The patient underwent a revision surgery where the backed-out cage was removed and replaced with ev, the loose ps was removed, a thick screw of s4 was used and the fusion was extended to sai. There was a delay of less than 60 mins. Since. The time from the initial surgery to revision surgery operation was short and fusion was not complete. Post revision surgery, patient condition has improved, and no other injury/complication is reported. Product will not be returned since the customer discarded it, and it was replaced with a medtronic product.